Event description:
No incidents of patient harm or injury. Ongoing product issue with limited response from vendor. The streamline airless set, hid #1955, lot #201om209ga, does not pass test during testing - venous pod does not deflate. This has been occurring with this product for multiple months, currently the process is to inspect the tubing before use on patient to prevent any adverse event. Reported to vendor 8/6/24 and 8/15/24.